Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that after infusion set change, customer was experiencing low blood glucose. Customer's blood glucose was 50 mg/dl., which was treated with food. Customer reported that low blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of not feeling well. Troubleshooting was performed on insulin pump to determine reason for low blood glucose. It was found that time and date were not correct; bolus history was also incorrect which had missing entries. Caller reported that insulin continued to drip during manual prime process when motor stopped. Status screen and reservoir showed different amounts. Changing reservoir resolved some issues, but status screen and reservoir continued to show different numbers. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self test and a21 error test. No prime fill anomaly noted. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was programmed with the current time and date, monitored for a week and tested with the time and date functioning properly. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted. However, the insulin pump was received with severely scratched display window noted and cracked reservoir tube lip.